Manufacturer narrative:
The field service engineer checked the analyzer and could not determine a cause. He ran precision testing that passed, checked and adjusted the sample probe, and checked the rinsing. He found small damage to the vacuum tubing which he replaced. He checked and adjusted the gear pump pressure and repeated the precision testing that passed. The customer ran calibrations and qc that passed. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas 8000 c702 module serial number was 2195-05. The investigation is ongoing.

Event description:
There was an allegation of questionable total bilirubin (bil-t gen 3) results from the cobas 8000 c702 module. The result was 9.9 mg/dl on another analyzer and the result on this analyzer was 0.5 mg/dl. The customer also provided a result of 10.4 mg/dl. The customer reported a result of 10.2 mg/dl that was believed correct.